Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging throat irritation, short of breath, colored secretion and lack of saliva. There was no report of medical intervention. The device was returned to the manufacturer's product investigation laboratory for investigation. During secondary findings, the manufacture presented with potential dark keratin particles were found on the blower box outlet and inlet ports. Evidence of sound abatement foam degradation/breakdown was not observed in the base unit. The manufacturer was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes that there was no evidence of sound abatement foam degradation. The manufacturer was unable to address the patient's symptoms.